Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain. Two days after the onset of peritonitis, the patient was hospitalized for the peritonitis event. On an unreported date the patient was treated with intraperitoneal (ip) ancef, ongoing (frequency and dose not reported), ip vancomycin (dose and frequency not reported), and ip cefapime (dose and frequency not reported). On an unknown date during hospitalization vancomycin and cefapime treatment were discontinued. On an unknown date during hospitalization the patient stopped pd therapy. Two days prior to receipt of this report the patient started hemodialysis. The patient was discharged four days after admission. At the time of this report the patient was recovering from this peritonitis event. The patient was not retrained in aseptic technique as they were to have their pd catheter removed on an unknown future date. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.